Event description:
It was reported that the healthcare professional (hcp) reportedly never primed the catheter after replacement so the patient went through withdrawals until the catheter filled with drug. The patient's pump was intended to infuse morphine, bupivacaine, and baclofen at the time of the event.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).